Event description:
On (B)(6) 2015 endoscopy/colonoscopy device fell apart during procedure. Retained part(s) of medical device resembling colonoscope section, fibers from within scope part, expelled on (B)(6) 2015. Went to ER with 9 1/2 inch portion of scope, was very ill. Treated for uti and released. Part expelled was sent to the lab, but doctor said she threw it away. (I have pictures and 2 witnesses to the device). Doctor asked when was my last colonoscopy. Had been ill with infections since endo/colonoscopy procedure.